Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged belt connection, adjust belt messages, check te messages) has been confirmed. Upon investigation cable connecting the distribution node (dn) to the rear therapy electrode was pulled from the strain relief, damaging the pulse wires in the distribution node enclosure. The heat shrink was pulled from the pulse wires resulting in a short between the pulse wires and distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a damaged connection and that the patient was receiving frequent "adjust belt" and "check te" messages.